Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event and subsequently expired, which was allegedly caused by the product that was administered to the pt for dialysis treatment.

Manufacturer narrative:
(B)(4)- was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event.